Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer initially reported that there was a wire protruding from the tip and the device was not working. Another device was used to complete the procedure without issue. There was no issue damage, no blood loss and no pt injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.